Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a provided box and label. They were advised to use an alternate form of insulin therapy, mdi, while waiting for a replacement pump with updated software, which was shipped without a requirement for a delivery signature.